Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2014 with the following findings: pump powers up normally, but does not display ¿verify¿ screen. The display is blank, pump was open and a cracked display screen was found, the old screen was removed and replaced with a good display screen, pump displays verify screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging display (blank screen). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.